Event description:
It was reported that the battery of a t: slim x2 pump would not charge. There was no reported adverse impact. The customer initially used a third-party wall adapter and cable for charging. After troubleshooting by plugging the pump into a different outlet, the battery read 100%, and the customer was satisfied with this outcome. No further action was required, and the case was closed.